Manufacturer narrative:
(Removed mobility issues 2032).

Event description:
Allegedly the patient was revised 8 years later on (B)(6) 2017 by dr. (B)(6). The indication for the revision was mechanical complications, but the doctor did note finding consistent metallosis near the cup. (Left)